Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed two cracks on the top of the front panel bezel. There were visual indications of dried fluid underneath both mushroom heads within the cassette compartment. There were visual indication of particulates. There were particulates underneath the lower door catch post. The lower door catch post was rotated counter-clockwise approximately 5°. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. The pump door test failed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire the patient¿s identity and outpatient dialysis clinic; however, no additional information was obtained. In the intake, it was reported there was no problem with the cycler and the purpose of the call was only to report the event. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization and death.

Event description:
A nurse reported that a patient passed away at the hospital while in peritoneal dialysis (pd) treatment on the liberty cycler. The nurse stated that there were no issues with the cycler, and that the purpose of the call was to report the event. The a replacement cycler was issued. Additional information was requested, but to date, has not been provided.